Event description:
It was reported that there was no video on the left monitor of the 8800 system. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the interconnect cable and ccd camera assembly. The system was tested and found to be working as intended and placed back into service.